Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a conscious female patient (age unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician did not administered the shock to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that segments 1 and 3 matched conditions classified as ventricular fibrillation/ventricular tachycardia. The normalized amplitude value for segments 1, 2 and 3 were 54, 56 and 51 respectively. The threshold for normalized amplitude for the algorithm to determine if the segment is shockable is 74. All three segments had average rates above 150 bpm. Segments 1 and 2 had width cycles greater than 85 milliseconds and segment 3 had width cycles lower than 85 milliseconds. Segments 1, 2 and 3 had high amounts of detected peaks. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Please note that the device was connected to a patient that had a pulse. The device's indications for use instructs users to apply product to patients who are pulseless. No evidence of a trend indicated.